Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
Technician alleged that when the brakes are set the wheels are holding, but the brake casters swivel around. No patient impact.